Event description:
According to the reporter: the sulu was stuck shut inside the device. The jaws did open before or after the device was fired over tissue. The device was removed from the tissue by cutting it off.

Manufacturer narrative:
(B)(4).